Event description:
Additional information received indicates surgical intervention was undertaken wherein both leads were explanted and replaced.

Manufacturer narrative:
The reported complaint of auto reducing due to high impedance was confirmed. As received one complete lead and one incomplete octrode stim end segment were found with all its wires broken which would cause auto reducing due to high impedances. The cause of the issue is unknown.

Manufacturer narrative:
The date of event is estimated. E1- initial reported phone number: (B)(6).

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.